Event description:
It was reported that post implant, as the pocket was being sutured, the ventricular lead exhibited loss of capture. The pocket was reopened and the lead was connected to a pacing system analyzer, but failure to capture continued. The physician attempted to retract the helix to explant the lead, but it would not retract, thus he removed it by pulling. The patient felt pain during this operation. A new lead was successfully implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.